Manufacturer narrative:
B3: exact event date unknown, reported to be at 45-day follow up. Estimated event date as 45 days after implant date.

Event description:
It was reported that device peri-leak and possible device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At the 45-day follow up, transesophageal echocardiogram (tee) noted a leak on the limbus side of the laa in the 90-degree angle of the tee. The 40mm watchman flx pro closure device also potentially shifted on the limbus side. No intervention was performed at this time, but the patient is to return in a few weeks for a repeat tee, or a contrast computed tomography to determine if intervention is required.